Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) they believed the implantable neurostimulator (ins) flipped in the pocket. It was noted the consumer was recently implanted three weeks prior, and was still healing, but was able to connect with the recharger with full coupling bars. The issue was currently resolved with no interventions or actions being taken, and the consumer was going to contact their physician if the issue reoccurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.